Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of polyethylene wear as stated in the legal documentation. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the polyethylene wear cannot be determined as the device was not available for evaluation, and radiographs, photographs, or operative notes were not provided.

Event description:
It was reported via legal documentation that on (B)(6), 2012, the patient underwent a left knee replacement surgery where she was implanted with a recalled optetrak logic ps polyethylene tibial insert (serial #: (B)(4)), then on (B)(6), 2022, she underwent left knee revision surgery to remove the failed polyethylene liner due to accelerated and preventable wear. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Pending investigation.

Event description:
It was reported via legal documentation that approximately 116 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain and instability. Initial surgery and revision surgery operative notes were provided. Post operative diagnosis noted left total knee failure aseptic. Intraoperatively it was noted that a complex scar revision was necessary. It was noted that the femur was debonding from the cement. Posterior osteophytes were removed. Intraoperative x-rays were taken and reviewed prior to completion of the operation, and it was noted that no fractures were seen, and all implants were in acceptable position. No medical or surgical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Corrected fields: b1, b2, g, g2, h6: clinical codes and component code. Additional information fields: a2, b5, b7, d10 d10: ((B)(6)) 02-012-41-4030 - logic tibia traptray cem sz 4f/3t. ((B)(6)) 02-012-35-4009 - logic tibia ps mod insrt sz 4 9mm. ((B)(6)) 02-010-01-0240 - logic femoral ps cem left sz 4.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d1/d2a/d2b, h6 . MDR section codes updated/corrected: b, c. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and instability, failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface, or due to inclusion of the polyethylene in the packaging recall. However, this cannot be confirmed as there were no details regarding cementing technique or environmental conditions provided and the device was not returned for evaluation. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.